Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and 6 inappropriate shocks due to atrial driven rhythms. Technical services (ts) suggested reprogramming options. No additional adverse patient effects have been reported. This product remains in-service.